Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2015 with the following findings: black box confirms that the pump time and date defaulted after por. Time and date reset to default was duplicated during investigation. Opened pump to investigate- the internal battery component was found to be leaking and unable to hold a charge. Battery compartment cracks alongside. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and cracked battery compartment. This report is made based on the results of an investigation completed on (B)(6) 2015.